Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced shocking to the rib in back with stimulator on and off. Shocking was reportedly getting worse when laying down. It was also reported that the patient had stomach pain. The physician did not believe that it was device related but did not know what was causing the pain. The patient underwent lead explant procedure.